Event description:
It is reported that the patient underwent a procedure, and subsequently was revised for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item # 01-6482, lot # 161370; 1.5/0.6 2mm lefort plate; qty 2. Item # 95-1805, lot # 273127f; 1.8x5mm ht x-dr screw. Item # 95-1505, lot # 273727f; 1.5x5mm ht x-dr screw; qty 21. G2: foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00237; 0001032347-2023-00238; 0001032347-2023-00239; 0001032347-2023-00240; 0001032347-2023-00241; 0001032347-2023-00242; 0001032347-2023-00243; 0001032347-2023-00245; 0001032347-2023-00246; 0001032347-2023-00247; 0001032347-2023-00248; 0001032347-2023-00249; 0001032347-2023-00250; 0001032347-2023-00251; 0001032347-2023-00252; 0001032347-2023-00253; 0001032347-2023-00254; 0001032347-2023-00255; 0001032347-2023-00256; 0001032347-2023-00257; 0001032347-2023-00258; 0001032347-2023-00259; 0001032347-2023-00260

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: the previously reported lot number was determined to be incorrect by inventory transaction history. Therefore, it is being changed to unknown.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of customer-provided photos shows fractures of two plates. No defects could be confirmed on the photos of the 22 reported screws. As the reason for revision is unknown, no conclusions can be made by these photos. Lot identification is necessary for review of device history records, lot identification was not provided for the screws. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned plates and screws. Both plates and the screws show signs of attempted use including marking and scratching on the product surfaces. Both plates have fractured. The returned devices were evaluated with optical microscopy and scanning electron microscopy. Sem images of the fracture surfaces of the two plates show fatigue striations, suggesting the fatigue failure mode. Semi quantitative eds elemental analysis found the material to be consistent with titanium with minor carbon contamination. For the 22 returned screws all screws show signs of light use with minor marking on the screw surfaces. All screws however are intact with no signs of damage. The screws are fully functional with no issues found. A definitive root cause cannot be determined. The reported event is confirmed, based on product return.

Event description:
No further event information is available at the time of this report.